Event description:
According to the reporter, during a laparoscopic cholecystectomy, when at the middle of the procedure, the balloon physically broke and a rapid loss of abdominal pressure. The surgeon removed the port, inspected the balloon and replace it with a new balloon to finish the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.